Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Khadhouri, s., turnbull, m., drummond, l., dreyer, b., manos, h., clelland, c., guillaumier, s., and al jaafari, f. (2025). One-year outcomes of a UK center delivering minimally invasive surgery for bladder outflow obstruction using local anesthetic without sedation in the office setting. Journal of endourology, 39(11), 1189 -1194. Https://doi.org/10.1177/08927790251378522.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that the objective of the study was to evaluate the feasibility, safety, and one-year outcomes of minimally invasive surgery for bladder outflow obstruction performed in an office setting under local anesthesia without sedation. The study included 81 procedures performed, 38 patients treated with rezum, 22 patients with urolift and 21 with itind. The data from routinely collected electronic clinical notes go from may 2023 to may 2024. The procedures were conducted and followed up over a one-year period. Reported complications occurred in 11.1 percentage of patients, all within the immediate postoperative period, the majority of complications were infection related and none exceeded clavien-dindo grade iii. No major interventions were required beyond standard postoperative care.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that the objective of the study was to evaluate the feasibility, safety, and one-year outcomes of minimally invasive surgery for bladder outflow obstruction performed in an office setting under local anesthesia without sedation. The study included 81 procedures performed, 38 patients treated with rezum, 22 patients with urolift and 21 with itind. The data from routinely collected electronic clinical notes go from may 2023 to may 2024. The procedures were conducted and followed up over a one-year period. Reported complications occurred in 11.1% of patients, all within the immediate postoperative period, the majoritu of complications were infection related and none exceeded clavien-dindo grade iii. No major interventions were required beyond standard postoperative care.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. These IFU were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of infection is defined in the risk documentation. Based on this information, a probable cause of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Khadhouri, s., turnbull, m., drummond, l., dreyer, b., manos, h., clelland, c., guillaumier, s., and al jaafari, f. (2025). One-year outcomes of a UK center delivering minimally invasive surgery for bladder outflow obstruction using local anesthetic without sedation in the office setting. Journal of endourology, 39(11), 1189 -1194. Https://doi.org/10.1177/08927790251378522.